Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a routine follow up, t-wave oversensing along with noise were noted on this right ventricular lead. No impact to therapy was noted, however a possible dislodgement was suspected as the cause of the issue. A replacement procedure was scheduled for the near future to address the issue. No adverse patient effects were reported.